Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6).

Event description:
The customer observed a falsely depressed hemoglobin cell-dyn ruby results for one patient. The result was higher when repeated on the same instrument. The following data was provided: ruby serial number (B)(6), sid (B)(6), processed on (B)(6) 2025: results from 7:54 am: hemoglobin = 7.12 g/dl. Other results: rbc = 206 10e4/ul, mcv = 106, wbc = 95.5 10e2/ul, plt = 27.4 10e4/ul. Results from 8:45 am new sample same patient: hemoglobin = 8.90 g/dl. Other results: rbc = 260, mcv = 107, wbc = 84.6, plt = 23.3. Results from 9:37 am new sample same patient: hemoglobin = 9.60 g/dl. Other results: rbc = 283, mcv = 105, wbc = 71.7, plt = 22.1 there was no impact to patient management reported.

Manufacturer narrative:
The customer reported a discrepant hgb result generated on the cell dyne ruby instrument (list number 08h67-01), serial number (B)(6). A definitive part was not identified as likely cause for the issue; therefore, the cell dyne ruby instrument serial number (B)(6) was deemed the likely cause. The module function was verified with a control/precision run. The service history of the cell dyne ruby instrument (list number 08h67-01), serial number (B)(6) returned no additional complaint tickets for the module generating discrepant hgb patient results. A review of all complaints associated and a review of complaint trends for the list number was performed. The review did not identify any increased complaint activity. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or deficiency of the cell dyne ruby instrument (list number 08h67-01) serial number (B)(6) was identified.

Event description:
The customer observed a falsely depressed hemoglobin cell-dyn ruby results for one patient. The result was higher when repeated on the same instrument. The following data was provided: ruby serial number (B)(6), sid (B)(6), processed on (B)(6) 2025: results from 7:54 am: hemoglobin = 7.12 g/dl. Other results: rbc = 206 10e4/ul, mcv = 106, wbc = 95.5 10e2/ul, plt = 27.4 10e4/ul. Results from 8:45 am new sample same patient: hemoglobin = 8.90 g/dl. Other results: rbc = 260, mcv = 107, wbc = 84.6, plt = 23.3. Results from 9:37 am new sample same patient: hemoglobin = 9.60 g/dl other results: rbc = 283, mcv = 105, wbc = 71.7, plt = 22.1 there was no impact to patient management reported.